Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
A clip got broken at ligation during a laparoscopic gastrectomy. The user used the other clips to complete the surgery.

Event description:
A clip got broken at ligation during a laparoscopic gastrectomy. The user used the other clips to complete the surgery.

Manufacturer narrative:
Qn # (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j2100026 was manufactured on 09/06/2021 a total of 15,162 pieces. Lot was released on 09/14/2021. DHR investigation did not show issues related to complaint. The customer returned one loose broken clip of 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip was visually examined with and without magnification. Signs of use in the form of biological material were observed on the clip. One pierced boss was broken off the loose clip. R & d was consulted about the clip breaking at a pierced boss. The documented root cause is a lack of specifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned loose clip was broken at a pierced boss which is due to a lack of specifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. This is a design related issue. A CAPA has been previously opened to further investigate this issue. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. Visual examination of the returned loose clip revealed that it was broken at a pierced boss. The root cause is a lack of specifications around boss requirements leading to insufficient controls of porosity/run-times at the supplier. This is a design related issue. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product hemolok ml clips (B)(4) lot# 73j2100026 was manufactured on 09/06/2021 a total of (B)(4) pieces. Lot was released on 09/14/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
A clip got broken at ligation during a laparoscopic gastrectomy. The user used the other clips to complete the surgery.